Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0haz8, implanted: (B)(6) 2014, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4)

Event description:
It was reported that a patient had erosion and the device migrated to the surface. The implantable neurostimulator (ins) became more uncomfortable and superficial. About a month prior to the report the patient had a pocket revision and the doctor buried the ins deeper and more lateral. Following the revision and a setting adjustment the patient was receiving proper therapy.